Manufacturer narrative:
The UDI is unknown because the part and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.na

Event description:
It was reported that a general comment was made by the physician that the supracore guide wire tip would become uncoiled (unraveled) during advancement due to calcification. Additionally, it was also noted that the solder point of the guide wire appeared to be too big and when attempted to be loaded could not be inserted with the balloon. The physician also commented that the herculink stent balloon would get stuck with the 6f catheter during removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.